Manufacturer narrative:
On (B)(6) 2021 the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on (b)(B)(6) 2021. Device evaluation summary: according to the information received, the patient experienced deflation in the sal smooth rnd diap 300cc breast implant. Additionally, developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 300cc breast implant had a crease/fold on the posterior view. Additionally, a tear was noted within the crease, measuring approximately 0.6 cm. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that e1. Initial reporter country code was erroneously submitted in initial report. Manufacturer¿s reference number: (B)(4), 1. Initial reporter country code field has been updated.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii and deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision surgery with a 300cc mentor smooth round moderate profile saline breast implant experienced right sided capsular contracture baker grade iii and deflation post procedure. As a result, patient underwent removal and replacement with a 360cc mentor memorygel breast implant on (B)(6) 2021.